Event description:
It was reported that; when the user was inserting a guiding catheter 6fr from another manufacturer into the sheath, it got stuck inside the sheath and couldn't be inserted. Therefore, the user removed the sheath and replaced it with another to complete the procedure. No injury to the patient occurred.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon two potential lot numbers taken from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that; when the user was inserting a guiding catheter 6fr from another manufacturer into the sheath, it got stuck inside the sheath and couldn't be inserted. Therefore, the user removed the sheath and replaced it with another to complete the procedure. No injury to the patient occurred.